Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6)2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was tested and the high voltage coils of the lead was found to be acceptable and remains in use. The pace/sense portion of the lead was capped and remains out of service. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.